Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer experienced an elevated blood glucose (bg) level over 500 mg/dl. A manual insulin injection was administered to address elevated bg level. Customer changed pump supplies to address the issue.